Event description:
It was reported that during the right vertebral artery aneurysm flow diverter stenting with coil embolization procedure, physician deployed half of the flow diverter into the parent vessel and the subject coil was placed inside the aneurysm. After the coil was embolized, the flow diverter was completely deployed and two more coils were placed inside the aneurysm. Angiography was performed and it was confirmed that the right vertebral artery aneurysm had ruptured. An attempt was made to stop the bleeding by dilatation of a balloon catheter, but the bleeding could not be stopped. So, physician placed another flow diverter in the lumen of the first flow diverter. As the bleeding still continued, physician placed third flow diverter in the lumen of second flow diverter but the bleeding continued. So, the physician placed forth flow diverter in the lumen of the third flow diverter. The physician succeeded in stopping the bleeding of the aneurysm and the procedure was completed while it was confirmed that the blood flow in the vein was poor. Later that night, decompressive craniectomy was performed because cerebral edema was observed. Patient died due to rupture of the right vertebral artery aneurysm (autopsy not performed). The physician believe that it is highly likely that the placement of the flow diverter stent changed the blood flow within the aneurysm, leading to its rupture. No further information is available.

Manufacturer narrative:
B1 adverse event - corrected - no adverse event. B2 outcomes attributed to ae - corrected - no other serious (important medical events). B5 - executive summary - updated. H1 type of reportable event - corrected - no serious injury. H6 clinical signs code grid - updated. H6 health impact code grid - updated. H6 device code grid - updated. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject coil was not returned for analysis; therefore, physical as well as a functional testing could not be performed. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the subject coil was not returned. Because the exact issue with the subject coil is unknown/unclear and the subject coil was not returned for analysis, an assignable cause of undeterminable was assigned to this complaint. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that during the right vertebral artery aneurysm flow diverter stenting with coil embolization procedure, physician deployed half of the flow diverter into the parent vessel and the subject coil was placed inside the aneurysm. After the coil was embolized, the flow diverter was completely deployed and two more coils were placed inside the aneurysm. Angiography was performed and it was confirmed that the right vertebral artery aneurysm had ruptured. An attempt was made to stop the bleeding by dilatation of a balloon catheter, but the bleeding could not be stopped. So, physician placed another flow diverter in the lumen of the first flow diverter. As the bleeding still continued, physician placed third flow diverter in the lumen of second flow diverter but the bleeding continued. So, the physician placed forth flow diverter in the lumen of the third flow diverter. The physician succeeded in stopping the bleeding of the aneurysm and the procedure was completed while it was confirmed that the blood flow in the vein was poor. Later that night, decompressive craniectomy was performed because cerebral edema was observed. Patient died due to rupture of the right vertebral artery aneurysm (autopsy not performed). The physician believe that it is highly likely that the placement of the flow diverter stent changed the blood flow within the aneurysm, leading to its rupture. No further information is available. Update: based on further review of complaint details, it is clarified that the subject coil was not related to the adverse event of aneurysm rupture. The exact issue with the subject coil is unknown/unclear.